Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported phenomenon of a short circuit error code during testing. The short circuit error was duplicated when the jaw was closed and the seal/seal & cut button was activated. This phenomenon is mostly attributed to activating the seal/seal & cut button while no tissue was in grasping section by the user causing the teflon pad to become damaged. Additionally a probe check was performed and the device passed the probe check. A visual inspection found that the teflon pad was damaged and metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is mostly related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the beginning of the unknown procedure, an error code was observed during removal of lesions from the abdominal wall. It was noted that the teflon pad was damaged but nothing fell into the patient. The device was removed from use and replaced with another similar one and the procedure was completed. There was no patient injury reported. No further information was provided.